Manufacturer narrative:
Additional information received: the physician believes that the reinfection is not considered as device related infection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; gallium-67 scan with single photon emission computed tomography for the evaluation and monitoring of infected abdominal aortic aneurysms: a 10-year case series kwok et al, vascular specialist international pissn 2288-7970 eissn 2288-7989 https://orcid.org/0000-0001-7628-1687. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the treatment of an impending ruptured infected abdominal aortic aneurysm on an unknown date. A fem-fem bypass was also completed. Antibiotic treatment was commenced until 6 months post the index procedure due to resolution of inflammatory changes. It was reported 4 years post the index procedure gallium-67 spect with contrast CT showed increased focal tracer uptake confirming relapsed infection with suggestive findings of periaortic fat stranding on CT. The patient had mild abdominal pain and mild leukocytosis (14,300/l). Blood culture results were negative. The patient received a 3-month course of IV antibiotics with a follow-up cta and gallium-67 spect after treatment showing resolved infection. A decision to administer life-long prophylactic antibiotic was made and serial follow-up cts showed no endoleaks or relapse of infection. The cause of the infection is undetermined. No additional clinical sequelae were reported and the patient will be monitored.